Event description:
Called patient after receiving report that her fluorouracil (5-fu) infusion had infused too rapidly. Patient stated that she thought pump was empty at 11pm on friday, so she clamped pump and waited for visiting rn to come on sunday for disconnect. I could not find any documentation of patient speaking with anyone from hospital services about this event until days later. Patient stated that she had been instructed on eis use and slept with eis device in (B)(6) container on bed, and not under covers. The patient did not wear pump while sleeping. Patient denies that eis device got warm. I notified patient that (B)(6) will be utilizing a new device for her next infusion. She was in agreement with this plan. Questioned patient about side effects from rapid infusion. Patient stated that she had talked with cancer center rn this am and her side effects were consistent with 5-fu infusions, so unable to determine if side effects caused by rapid infusion or just from receiving 5-fu.